Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 and 3.2 was unable to detect on bus. The field service engineer replaced the drawer controller boards for drawer 3.2 and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was not detected on bus. The customer stated that this malfunction occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.